Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her blood glucose level was higher than 400 mg/dl. Customer had a hard time getting her meter to send readings to her insulin pump. Customer reported that they had positive results in ketones test. Customer stated that the auto mode feature was inactive at the time of incident. Customer also mentioned that when she found the damage to the reservoir compartment, that her blood glucose were higher than normal. Customer declined to proceed with troubleshooting steps. No further details were provided. Insulin pump will not be returned for analysis.